Event description:
Received letter from patient's attorney indicating patient had realize band implanted on (B)(6) 2008. Attorney provided excerpts of testimony that indicates patient's band was explanted in (B)(6) 2009. Later in (B)(6) 2010, the strain relief was explanted. The surgeon also treated a port infection by removing the port and the plan was to replace the port once the infection healed. He was not aware of further treatment until it occurred.

Manufacturer narrative:
(B)(4). Information unavailable.